Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented after experiencing syncope. A remote interrogation was performed and boston scientific technical services (ts) was consulted. Upon review of the remote interrogation, ts noted all lead measurements were within normal limits and there were no stored episodes. Ts discussed that the presenting electrogram (egm) showed ventricular pace with a mix of atrial pace and atrial sense. Ts was unable to determine if this was due to right atrial (ra) oversensing or atrial fibrillation (af) undersensing. Ts discussed that they may want to consider further review. Attempts to obtain additional information were unsuccessful. At this time the pacemaker and ra lead remain in service and no additional adverse patient effects were reported.